Event description:
The customer contact reported that channels 1 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned from the intensive care unit to the biomedical department with a report that during set up, prior to patient use, it was noted that the device alarmed e321 battery charger timeout error code on channels 1 and 3. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.